Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient was due for routine replacement of their tracheostomy tube and after the tracheostomy tube was replaced, a cuff leak was identified. Per reporter, the doctor was informed and decided to continue monitoring, inflating the cuff to normal pressure. Subsequently, the cuff continued to leak air, and the ventilator alarm indicated more than 50% leakage. The tracheostomy tube was then replaced and the issue was resolved. Per reporter, the leakage resulted in the ventilator being unable to effectively deliver the preset tidal volume to the patient, causing inadequate ventilation and a decrease in blood oxygen saturation. Reporter also alleged the patient continued to be in an unstable ventilation state, requiring medical staff to repeatedly provide manual assisted ventilation and bag inflation.

Manufacturer narrative:
A2, a3a: updated. H3 and h6 codes: updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.